Event description:
It was reported that the patient's explantation surgery was a full vns explantation surgery.

Event description:
It was reported that the patient underwent vns explantation surgery due to the infection.

Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported that the patient had an infection over the lead. The physician performed a wash out and re-closure procedure. Information from the surgeon¿s office indicated that the patient had previously had two wash out procedures for this infection on (B)(6) 2018 and (B)(6) 2019. The patient had been implanted on (B)(6) 2018. There were no obvious reasons for the patient¿s infection. The patient had multiple co-morbidities that may have influenced the infection. Device history records were reviewed for the generator and lead. The devices were sterilized prior to distribution, and passed all specifications. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.